Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was giving an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) was giving an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and for the reported issue. There was a karatekin leakage attached to the device during the examination reportedly. The functions of the device were tested and a solid catheter was connected to the device and operated with the trainer at different ECG values. The unit was delivered to the user in a working state. The device required a safety disk and tidal volume disk replacement since the replacement date was very close. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.